Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A vreg dvdds supply por occurred 4 times on (B)(6)2015.

Event description:
It was reported that power on reset (por) occurred on the device was which disabled telemetry c. The device was reprogrammed. It was also reported that a secondary por had occurred on the following day. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).